Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response and button error alarm due to moisture damage on the keypad traced. There was no moisture damage on the electronic and motor assemblies. The pump had cracked display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 119 mg/dl at the time of incident. The customer stated that the pump alarmed button error. The customer stated that the pump was also alarming low reservoir and they could not clear it. The customer stated seeing insulin in the reservoir compartment. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.